Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine check-up. The implantable cardioverter defibrillator exhibited episodes of non-sustained right ventricular over-sensing. The episodes were caused by intermittent double-counting of r waves. No programming changes had been made. There were no patient symptoms were reported. No further information could be obtained.